Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient began treatment with an injection (inj) of ceftazidime (1 gram, intaperitoneal (ip), twice daily) and an inj. Of vancomycin (1 gram, ip, weekly, continuing) for the peritonitis. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.